Event description:
Eight days post implant, it was reported by the patient that their pacemaker is not working well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.